Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pocket d5 from drawer 1.1 required maintenance. A field service engineer replaced the drawer controller in main drawer 1.1. Inventory was performed on drawer 1.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half height cubie pocket d5 requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.